Event description:
It was reported that the bed had intermittent power due to the damaged inlet filter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.